Event description:
Pt was in full cardiac arrest. Pt connector of spur infant/child resuscitator was deformed; et tube cannot be attached to the spur pt connector. (However, if required, pt could have been ventilated by mask.)